Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered severe pain, recurring infections, urinary problems and continued incontinence. No additional information was provided.